Event description:
It was reported that a pt receiving v.a.c. Therapy following an extensive reopening of an abdominal wall abscess experienced bleeding from the wound, became hypotensive and was taken to the emergency room. The pt was given intravenous fluids for the hypotension and the physician was able to suture the vessel closed in the emergency room.

Manufacturer narrative:
The treating physician indicates that many factors contributed to the incident. She further indicates that the bleeding was superficial, right under the pt's dermis. The treating physician also indicates that the pt is obese and has a large pannus that hangs down to her knees. She indicates that the additional pressure on the vein could have contributed to the bleed. The treating physician further indicates that v.a.c. Therapy contributed to the bleed because it continued to suction blood once the bleed had started. She also indicates that she was albe to suture the vessel in the emergency room. The treating physician indicates that after this incident she waited forty-eight hours and then resumed v.a.c. Therapy. She further indicates that the pt is still receiving v.a.c. Therapy and the wound is healing nicely. There was no indication or report of malfunction of the device. The pt is still receiving v.a.c. Therapy with the same device. According to kci qp-21-01, "without regard to whether the kci product may have caused or contributed to a death or serious injury, any report of death or serious injury due to hemorrhaging of a wound receiving v.a.c. Therapy, understanding that there are factors unrelated to v.a.c. Therapy, will be reported".